Event description:
Tip broke during case. Device started forming shooting straight shots.

Manufacturer narrative:
Complaint confirmed for straight shots due to a broken tip. Tip appeared to have been exposed to some type of excess stress causing it to break.